Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed and the reported allegation of difficulty to charge the ipg was confirmed. A review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. However, a labeling review found that the reported event of the patients ipg had migrated would prevent the patient from properly charging the ipg. Therefore, this investigation was assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient had difficulty charging the ipg. It was noted that the patients ipg had migrated. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. It was noted that the patients ipg had migrated. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.